Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer did not recall blood glucose at the time of incident. The alarm happened after being in the pool. Troubleshoot was performed. The insulin pump screen had critical pump error. The customer has turned off the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The device received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. The device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.